Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device evaluation: the cartridge was not returned to the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge broke during the injection of an intraocular lens (iol) into the patient's eye. Reportedly, the cartridge was intact when loading the lens. This incident caused the lens to break. There were no clinical consequences for the patient. Additional information was received and it was clarified that the lens was scratched and another lens had to be used, the model and diopter was not provided. No further information was provided. This MDR is to record the cartridge. Another MDR will be filed for the lens.